Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose around (B)(6) 2010 with blood glucose of 18 mg/dl at the time of the incident. The customer was at 200 mg/dl by the time they got to the hospital. The customer used juice and was given liquid glucose to treat. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The customer reported an air bubble in the tubing. Troubleshooting was not completed as the customer declined. The customer was on a haunted hay ride and was on a drug at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was created in error. The event was already reported under report number 3004209178-2019-89269.

Manufacturer narrative:
The initial MDR of 2032227-2019-03611 was submitted correctly. The supplemental indicating the MDR was submitted in error, is incorrect as the event occurred while customer was on 712 insulin pump not the 630g insulin pump.